Event description:
The customer reported that the system displayed a communication failure. It failed to boot up. The problem was with the main interconnect cable.

Manufacturer narrative:
(B) (4). The ge service rep completed the sbc kit replacement. The system fails to boot properly and he replaced the video controller. The workstation boots with ethernet card failure. He replaced the ethernet card. The system did not communicate with the c-arm. The system now boots; however, errors occur with each boot and software load attempt. He replaced the hard drive and errors ceased. The system operates as intended.